Manufacturer narrative:
Integra has completed their internal investigation on 01/12/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: error code e0011 occurred during the evaluation of the monitor in the service center. Error code e0011 is a sensor board error indicating the slave driver is not working. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Date of manufacture: 2014 ¿ oct. There is no service history for the cam02 monitor (B)(4). A review of complaints history from 09-nov-2014 to 07-jan-2016 revealed (B)(4). Conclusion: the customer complaint was verified and the cause of error code e0011 was identified as a defective sensor board in the cam02 monitor.

Event description:
It was reported that the intracranial pressure (icp) was not measuring accurately. Additional information has been requested.